Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7095551/7100492.

Event description:
It was reported that the patient experienced inadequate stimulation despite multiple reprogramming attempts. No device malfunction was suspected. All components were explanted and will not be returned per hospital policy.